Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer added more insulin to the cartridge and received an inaccurate fill estimate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.